Manufacturer narrative:
Product ID 3889-28, lot# va0433b, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that when the patient masturbated three days ago, she did not feel anything. The patient turned the device off the next morning, tried again last night, and did not feel anything. The patient reported that she did not have the possibility of getting an orgasm. The patient was inquiring about side effects of the device with respect to sexual feeling in the genital area. It was noted that the patient stated ¿I did lay down on my bed last week, the way I went on the bed, somehow I felt like the wire moved,¿ and when she had sat down, ¿I went one check, then the other check, then I felt something stick out a little bit.¿ the patient indicated, she ¿probably put too much pressure on that area.¿ aside from that incident, the patient did go to the gym and used different machines, but nothing had happened there to cause problems.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device had not worked for the patient consistently and that could be their fault as well because they didn't realize they had to change their stimulation to help it work better. The patient had seen improvement from when they started and the device did work but not to the degree they wanted it to. The patient had incontinence and when they went to the bathroom they would get up and then have to go immediately again and this would happen 2 to 3 times to them. There were times recently that the patient would go to sit down and they would leak a little bit and the patient drank a lot of water to stay hydrated. Sometimes the device worked and sometimes it didn't and when the patient had the device on it did work. The patient thought the expectation with the device was that it would work 75 percent. Sometimes when the patient slept and turned over they could fe el movement since they had it implanted and they could also feel it when they got dressed. The patient was worried that they had done something to disconnect something. The patient moved it to program 3 and stimulation at a low level did not work. The patient adjusted it higher and it was painful and they couldn't remember when that happened. The patient had tried to reach the FDA regarding their device. The patient received insufficient information from the manufacturer regarding the effect on sexual stimulation for them and it was devastating to them psychologically. The patient was having difficulty with sexual stimulation and they blamed their device. The patient's health care provider (hcp) changed the programming and told the patient it could be hormones causing the issue as well. The patient had their blood tested and their hormone levels were normal and the patient still thought the device was causing the issue. The patient had not seen their hcp since (B)(6) 2013 and they would not follow-up with that hcp. The patient inquired about battery longevity and would contact their hcp to have their device checked because it had been more than 1 year. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Due to (B)(4) harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.